Event description:
Information was received that this endograft has recurrent and persistant endoleaks. Additional information has been requested, however, as of this report no additional information has been obtained.